Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair stopped. No injury or property damage was reported.

Manufacturer narrative:
(B)(4). The dealer returned my call on (B)(4) 2015. He said the joystick screen was just flashing a white light, no error codes. He said that the chair would not work/drive at all. Also, there was no stranding of the end user. The device was not in a driveable condition and could not be used. This is a non-reportable event.

Event description:
The dealer stated the chair stopped. No injury or property damage was reported.